Manufacturer narrative:
We are waiting on device to be returned. The device will be evaluated and if any additional information is provided in the future, a supplemental report will be issued.

Event description:
During lspv ablation the physician saw that the image appeared dark. Doctor asked to deflate balloon and replace it with new catheter. After removal of heartlight catheter pericardial effusion was noted . The doctor was able to drain 150cc effusion successfully and patient was kept in the hospital to recover.